Event description:
A zoll distributor returned battery charger/modem (B)(4) and reported that the charger displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (displayed an error code when charging a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. There was liquid contamination on the battery board and the current controlling transistor q1 was thermally damaged on the charger bedside board. The cause for the failure was isolated to the contaminated battery board and thermally damaged component. The root cause for the contamination was due to ingress of an unknown liquid. The root cause of the thermally damaged component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.